Event description:
The recipient reportedly experienced electrode extrusion and a cholesteatoma. The recipient's device explanted.

Manufacturer narrative:
The recipient is reportedly doing well.

Event description:
The recipient reportedly experienced electrode migration and a cholesteatoma. The recipient's device was explanted.

Manufacturer narrative:
The recipient will reportedly not be reimplanted at this time. The recipient is still recovering.

Manufacturer narrative:
Due diligence attempts to obtain additional information regarding treatment were unsuccessful. The external visual inspection revealed the electrode array was severed, and the silicone overmold was damaged on both top and bottom covers. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.